Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and spinal pain. It was reported the patient's second pump was malfunctioning and failing due to motor stall and the healthcare provider (hcp) had to surgically operate to fix the pump.